Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch qd2ahl, j397h50 and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the vet doctor note any quality issue with the ethicon suture before use/ during suturing/ post-op examination or during post op intervention.? No obvious product defect observed at time of procedure. Could you please confirm which of the 3 patients presented a broken suture post-op? The broken suture was observed on the third patient: patient c (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a cat underwent a spay procedure on (B)(6) 2021 and the suture was used. There was no obvious product defect observed at time of procedure. On post- op day 6, the suture broke.